Event description:
Emt's attended to a pt in cardiac arrest. Defibrillation electrodes were placed on the pt then the emt's attempted to connect the defibrillator cable to the electrodes. The operator could not get the cable to completely seat on the electrodes. Despite the electrodes being partially connected, the automatic external defibrillator was used and a no shock advised decision was rendered. Paramedics then arrived with another defibrillator, however, the pt was in a non shockable rhythm and defibrillation therapy was not administered. Resuscitation therapy continued however the pt was not revived. The reporter later indicated that operator error was likely during the event. The reporter also indicated the device did not cause or contribute to the pt's death. The opinion was based on lack of pt viability.